Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The iesu was returned for failure analysis and the reported failure (m-02/c-83/c-82 errors) could not be reproduced. The reported errors appeared in logs, confirming that the faults occurred in the field. A visual inspection was performed. No significant scratches nor dents were found. The front bezel was found to be in decent condition. The unit energized and cauterized, and all of the ports recognized instruments. A module timeout was a potential root cause for this issue.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure that the integrated electrosurgical unit (iesu) faulted during firing. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified errors m-02, c-83, and c-82 occurred. The customer tried another energy cord and switched ports, but the issue persisted. The tse suggested trying another instrument and verifying that the iesu power cord was not sharing an outlet with the vision side cart (vsc). The customer advised that the error came and went and decided to continue with the procedure. There were no reports of patient injury.